Event description:
It was reported that the anchor broke at window for needle removal when inserted in the pt. Surgeon tapped anchor and allegedly it broke upon twisting. The bone was prepped with a rongeur; the procedure was an achilles tendon attachment.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.